Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath after using the bathroom. It was further reported that the electrocardiogram (ECG) noted not capturing. The electrocardiogram (ECG) was subsequently showing to be capturing the ipg remains in use. No further patient complications have been reported as a result of this event.